Event description:
A patient reported blood glucose results of "18.3 mmol/l" with a lifescan meter and "28.6 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt, who did not have control solution to run a quality control test, had eaten 30 minutes before the comparison.